Manufacturer narrative:
Vyaire complaint #: (B)(4). Additional information: d10, g4, g7, h2, h3, h6, h10. Results on onsite field service representative visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the main pcb. The fsr performed the operational verification procedure (ovp) and performance check, all passed. The field service representative confirmed the ventilator was operational and met vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed through the events log and duplicated during the functional check. The problem was isolated to transducer pt802 which failed. This issue was addressed by CAPA ca-2017-0206 and scar ps-14-46. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator suddenly experienced a transducer alarm and went inop while in use on a patient. The patient was moved to another ventilator. The customer advised there was no patient harm associated with this event.